Manufacturer narrative:
The device was not returned for evaluation. Without evaluating the device, we are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide model: ent450 17845-5c-aw rev a 10/17 checking your blood glucose 4 / page 36 warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
Patient's mother reported that her son's blood glucose (bg) levels reached 18.9 mmol/l (341 mg/dl) while wearing the pod between 4 and 24 hours on the leg. In addition, it was reported that the patient's ketone levels were high. Patient's mother reported that there was an issue with the adhesive pad, as it was not secured to her son's skin. The adhesive pad was not sticky; it was reportedly dry. When the pod was removed, it was noted that the cannula appeared bent. As treatment, an insulin pen was used to administer a correction bolus.